Manufacturer narrative:
Per - (B)(4) - initial report additional information, including the return of the device, the lot code of the device, if a revision was planned to remove the foreign object and an update of the patient, has been requested in order to progress with the investigation of this event. The reporter replied that the lot code was not available as the laser marking had faded and that the surgeon confirmed that, at this stage, he will not re-operate on this patient and is happy to monitor them closely over the next 12 months. The fragment has not moved from what he deemed a safe space posteriorly. The affected device was returned to us. Examination of the device confirmed the breakage of the tab and that the part number and lot code markings were faded. Only the 1st digit of the lot code could be made out. Review of our manufacturing log showed that only 6 batches could match, and, while it cannot be confirmed from what lot/batch the device came from, it confirms that this device had been in use for a minimum of 4 and a half years at the time of the reported event. Product feedback for the unity tibial keel punch were also reviewed and it showed that this failure had a very low occurrence rate. Corin have conducted a biological assessment of this instrument. We cannot say that the part is biocompatible for implantation. There is an unknown biological safety risk if the device stays in the patient. This will be communicated to the reporter. Based on the above, the root cause of this event is considered to be device wear and tear, and this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A tab of a unity tibial keel punch was found lodged behind the posterior femoral condyle upon routine post-op x-rays.

Manufacturer narrative:
Per - (B)(4) - initial report: additional information, including the return of the device, the lot code of the device, if a revision was planned to remove the foreign object and an update of the patient, has been requested in order to progress with the investigation of this event; and if received, will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A tab of a unity tibial keel punch was found lodged behind the posterior femoral condyle upon routine post-op x-rays.